Manufacturer narrative:
The product has not been returned or analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient who was unable to tolerate the glare and halos following a multifocal intraocular lens (iol) implant. The lens was exchanged three months later for a monofocal lens. Additional information is requested.